Event description:
It was reported the patient had difficulty charging the ipg. A replacement charging system was sent to the patient, and the sjm representative met with the patient. It was reported the ipg was sitting loosely within the ipg pocket, and the distal end of the ipg tilts away from the skin. The sjm representative was able to communicate with the ipg, however, the floating aspect of the ipg made the charging difficult. The patient was to try a different positon while charging.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.